Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient.

Event description:
On (B)(6) 2015 it was reported by medical services that during the removal of a navarre catheter, the string broke off when they tried to remove the catheter and it remains in the patient's body. Medical services called complainant back and it was reported that there are two strings sticking out of the patient after the catheter was removed. Medical services confirmed there is only one string/suture per catheter and said that the string may be wrapped around something and both ends are sticking out/exposed. It was reported that the facility plans to use fluoro to image the string and find out what it is stuck on.